Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the clinic with a crack on the black power cable of the system controller. The controller was exchanged.

Manufacturer narrative:
D6a - date of implant was inadvertently added in the initial report and is not applicable to this device. Manufacturer's investigation conclusion: the reported damage to the black power cable could not be confirmed as no photographs of the damage were submitted for review and the system controller (serial number unknown) was not returned for analysis. Log files were not provided. Multiple attempts were made to obtain the serial number of the system controller, but no response was received. Provided information stated that the controller was exchanged and disposed of. The root cause of the reported event could not be conclusively determined through this analysis. The current revision of the instructions for use and patient handbook can be found on the eifu page of the abbott website. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the system controller and the power cables. Heartmate 3 patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables. This section also explains the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for the heartmate 3 system controller were unable to be reviewed as the serial number was not provided. No further information was provided. The manufacturer is closing the file on this event.